Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a pocket erosion noted. The device was explanted on a later date to resolve the event. The patient was stable with no consequences.